Manufacturer narrative:
(B)(4). Weight unknown / not provided. Date of event unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant was removed due to pain in site. Site grafted and the patient will return in the future.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant with no apparent malfunction. Bone debris were present on the external threads. Product matched print specification when compared to the production drawing. The reported device was located on tooth # 14 and was used for approximately 1 year 5 months. The customer did not provide any pictures or x-rays. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported that the implant was removed due to pain in the tooth site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.